Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (knowingly using insulin with a quality issue ).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 27mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. The reporter stated that the patient had a change in medications, change in stress level and a change in pain in level. Troubleshooting also indicated that the basal/temp basal was incorrectly programmed. Troubleshooting also revealed that there was an issue with quality of insulin. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.